Manufacturer narrative:
DHR for the reported lot h1723 was reviewed with no issues found. Product was manufactured, tested, and released in compliance with nwm procedures. Reporter communicated that the patient had recovered post-op. Device pending evaluation. An addendum will be with evaluation results once available.

Event description:
High iop. Device explanted and replaced. Patient reported as "fine" post op.

Manufacturer narrative:
The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop as reported by customer could not be replicated or confirmed.